Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was being replaced prior to end of service (eos). The reason for this was unknown. Additional information received from the healthcare provider (hcp) in response to follow-up reported that something was pinching a nerve when she sat down, causing her pain. This was the cause of explant before eos. The ins was replaced on (B)(6) 2015. No further follow-up was required. Relevant medical history included post lumbar laminectomy syndrome.